Manufacturer narrative:
These medical devices remain actively in service. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) in association with this transvenous right ventricular (rv) lead did exhibit out-of-range pace impedance. There was no report of adverse patient effect.